Event description:
Event description guidant received information that the pacer-dependent patient with this implantable cardioverter defibrillator (ICD) was inappropriately shocked. The noise on the lead was unable to be reproduced clinically; the noise only appears on the ventricular rate/sense egram in a stored episode. During the inappropriate episode, the patient's pacing was inhibited.